Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl at the time of the incident. The customer was driving on the freeway when the low incident happened. The customer experienced symptoms such as feeling weak and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump seemed to be working properly. The customer may have been using the recalled infusion sets at the time of the incident. The insulin pump will not be returned for analysis.